Event description:
Reference number (B)(4). Event occurred in the united states. This emder is being submitted for an unknown number quantity. It was reported that the patient faced infusion set did not stick to skin upon insertion event on (B)(6) 2026. The blood glucose level was high at the time of the event. No further information available.

Manufacturer narrative:
Initial and final (B)(4)- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.